Event description:
The product was used during a laparoscopic gastric bending procedure. Reportedly, the instrument leaks and the seal was torn. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.